Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer's blood glucose was unknown. Insulin pump battery life was diminished, insulin pump has given multiple random no delivery alarms, all buttons particularly the up and down buttons were harder to press. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.